Manufacturer narrative:
A2: patient age estimated. Manufacturer's investigation conclusion: incidental finding: damaged power cable. The reported event of the system controller not communicating with the system monitor was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and upon connecting the system controller to the system monitor, the reported event was reproduced. The controller was unable to communicate with the system monitor and a not receiving data message was displayed on the monitor. The power cables of the controller were tested for continuity issues, and it was found that the orange wire in the white power cable was compromised, due to its measurement resulting in an open loop. All other underlying wires fell within their accepted resistance thresholds. The outer jacket of the white power cable was removed, and the orange wire was found to be broken within the white power cable. The orange wire in the white power cable is responsible for communication between the system monitor and system controller. The power cables were replaced, and the controller was submitted for further testing. With the test cables inserted the controller was able to communicate with the system monitor and operate a mock loop without issue. A log file was downloaded for review that showed events spanning approximately 4 days (B)(6) 200 per timestamp). Events occurring on 03aug2023 were recorded during testing at abbott labs. Events occurring on (B)(6) 2000 were recorded as default dates and were recorded during testing. The driveline was disconnected on (B)(6) 2023 at 17:31:25 for a system controller exchange. There were no other notable alarms active in the log file. The root cause for the communication issue was found to be due to damage to the orange wire within the white power cable; however, the root cause for the damage to the wire was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's regular checkup, it was noticed that although the system controller was properly connected, no parameters were showing on the system monitor. The backup controller was replaced, and the monitor started to show the parameters with no issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.